Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support with resetting pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and customer declined resuming insulin while on the phone with technical support.